Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphic user interface cpu pcb. Covidien was not authorized to repair the unit. The covidien customer support engineer (cse) was only authorized the upgrade the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).